Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3093-28, lot # v018296, implanted: (B)(6) 2007, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported a power on reset (por) condition was seen on the patient¿s device and the patient met with their manufacturer representative the day prior to report to clear the por. The patient indicated that she hadn¿t had stimulation for many months and the patient was seen many months ago to clear a por message. The patient stated the por seemed to be intermittent for some time. The manufacturer representative cleared the por and turned the patient¿s stimulation on. The patient felt appropriate stimulation in the correct area. The patient called their healthcare provider the day of report because they were seeing the por again. The healthcare provider stated they met with the patient months ago but didn't have a manufacturer representative there for that visit. It was noted that a report from (B)(4) 2013 showed the longevity was at greater than 120 months. The healthcare provider reported that the patient only had one viable programming pair and every other contact had "high impedance.¿ the plan was to meet with the patient and further interrogate the implantable neurostimulator (ins) and discuss ins and lead replacement. It was later reported that the por was believed to be due to an impedance issue and they only had use of the last electrode pair. The patient had a lack of effect and did not have a greater than 50 percent symptom reduction and the cause of the impedance issue was not determined. There were no lead fractures noted and the por was cleared. It was reported that the doctor planned on doing a full revision. At the time of report, the patient was doing fine but was not receiving effective therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that it was unknown what error code accompanied the power on reset (por) and the cause of the por was not determined. The patient experienced typical urinary symptoms and there was no pain related to the device. It was noted that the only combination for impedances were the case and electrode 2 and the impedance measurements had unknown values. It was unknown if the cause of the impedance issue was determined. The patient had the device removed secondary to the need for MRI, and replacement would be considered in the future.